Event description:
Skin biopsy submitted for pathologic interpretation. Problem with tissue processing machine. Slides presented for pathologic interpretation were suboptimal. Referring physician and patient notified.